Event description:
The device displayed a "discharge fault" message during preventative maintenance by a zoll representative at the customer's facility. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.